Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the display screen was blank. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/20/2017 with the following findings: the original complaint of a blank display could not be confirmed or duplicated. Unrelated to the original complaint, the display was dim and discolored and the display lens was cracked. The pump was opened and there was no internal damage.